Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please explain how the device ¿did not clip properly.¿ did the device cut, but staples were not deployed? Did the device staple, but did not cut? What was the shape of the staples (b-formation, irregular, legs straight)? How was the device removed from the patient? Response received: the patient had to be hospitalized again. She had a lot of secretion and it was verified by the doctors that the leak in the line of staples remained. The patient had a new surgery and a gastrostomy bag was placed for better healing. The medical staff thinks that this is due to the clipping line failure.

Event description:
It was reported that during a gastric septation procedure, at the last stapling with the blue load, the device did not clip properly. Doctor did reinforcing of the staple line with suture. The doctor also reported that the patient is at risk of fistula due to the event occurred. At the end of the surgery, they performed the test with methylene blue and there was leakage through the stapling of the pouch made reinforcement and new test, this time without leaks. The surgeon reinforced the staple line with suture.